Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain and ra diculopathy. It was reported that the patient was given two groups for his therapy. The patient used group a because group b gives a shocking/jolting sensation to the patient. The shocking/jolting goes from the patient¿s chest ¿heart¿ down to his legs. The patient also said group b gives 99% of the stimulation to the left side and he needs stimulation on both sides to both legs. The patient said at night it was the worst. The patient was going to follow up with the hcp regarding the issues. No further complications were reported.